Manufacturer narrative:
At the time of this complaint event, the customer did not request getinge to evaluate the iabp. However, a getinge field service engineer (fse) was dispatched to investigate the iabp unit in connection with a subsequent complaint by the customer, and was able to verify two "autofill failure alarms" in the units fault log on the event date, and the iabp had a total of 32 autofill failure alarms. The fse determined that this malfunction could have occurred due to a faulty k10 valve, or the intra-aortic balloon got disconnected. The fse was unable to reproduce the "autofill failure alarms" and the iabp was within calibration and passed all functional and safety tests. Due to the possibility of the k10 valve in the pneumatic module assembly being faulty at times, the fse replaced the pneumatic module assembly as a precaution. The fse the calibrated the unit and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the helium extender tubing got detached from the cardiosave intra-aortic balloon pump (iabp). The registered nurse (rn) reattached the tubing and pressed the start key, but it did not start. All the connections were stated to be intact. Subsequently, the nurse shut the iabp off and restarted it and it was able to perform the autofill and start/function properly. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported during patient use, the helium extender tubing got detached from the cardiosave intra-aortic balloon pump (iabp). The registered nurse (rn) reattached the tubing and pressed the start key, but it did not start. All the connections were stated to be intact. Subsequently, the nurse shut the iabp off and restarted it and it was able to perform the autofill and start/function properly. No adverse event was reported.